Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device delivered inappropriate therapy for afib with rapid ventricular response. On egm strip was reviewed and revealed inappropriate antitachycardia pacing (atp), with a serendipitous return to sinus. The second egm strip was discussed over the phone; it showed atpx2 and a 700j shock that broke the afib and patient ventricular rate dropped below the tachy zone. This was inappropriate as the patient was not really in vt. Programming changes were made. Patient condition is fine.